Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to reach the customer; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.